Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the burnt scope cover occurred due to a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. User may detect the suggested event by handling the device in accordance with the following instructions for use: inspection of the endoscope. User may reduce and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use: using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the plastic distal end cover of the bronchovideoscope was burned/there was a flame around the outlet of the instrument channel at the distal end while the bluelight laser was being used. The device was inspected before use. The issue occurred at the end of a therapeutic and diagnostic left main stem bluelight laser (destruction of tumor) procedure. Biopsy of the left mainstem and bronchial lavage was also performed prior to the laser. The intended procedure was completed with the same device and there were no reports of any delays. The bronchovideoscope was not functioning properly after it was burned. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.